Manufacturer narrative:
A review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. One flexor raabe guiding sheath was returned. The dilator was not returned. The sheath was returned in three sections. The proximal section exhibited extended coil. The mid-section measured 2.8 cm in length and kinks were located at 1 cm and 2.4 cm. The total measurement of the three sections was indicative of sheath tubing elongation during procedure. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during an unknown procedure with a flexor raabe guiding sheath, the physician deemed the device unsatisfactory. Additional information received on (B)(6) 2017 included pictures of the device unraveled and separated. No unintended section of the device remained inside the patient's body nor did the patient require any additional procedures due to this occurrence.